Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error). A functional check showed that the device was not cooling due to a failed mixing pump. User offered both the package and the pump. Per sample evaluation, it was reported that blemish on control panel screen.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error). A functional check showed that the device was not cooling due to a failed mixing pump. User offered both the package and the pump. Per sample evaluation, it was reported that blemish on control panel screen.